Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose level (bg) of 50-54 mg/dl. Customer consumed carbohydrates to address low bg. Customer suspects the changes they made to their settings contributed to the low bg. Reportedly, tandem technical support assisted customer in making settings adjustments to better fit their needs.